Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: oss rs 12mm ls tibial bearing; p/n: 161094, l/n: 482080; oss rs 3 cm resurf fmr; p/n: 161006, l/n: 230600; oss cemented im stem; p/n: 150359, l/n: 902920; oss rs axle; p/n: 161035, l/n: 282720; oss rs poly fem bushings; p/n: 161034, l/n: 373910; oss poly tibial bushing; p/n: 150476, l/n: 464670; oss reinforced yoke; p/n: 150493, l/n: 682430. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01047, 0001825034 - 2019 - 01037, 0001825034 - 2019 - 01293, 0001825034 - 2019 - 01294, 0001825034 - 2019 - 01295, 0001825034 - 2019 - 01296. Product location is unknown.

Event description:
It was reported patient underwent a revision procedure due to loss of range of motion approximately two years post implantation. Attempts to obtain additional information have been made; however, no more is available.